Event description:
Per medical records, it was reported that on (B)(6) 2004, the patient underwent fusion surgery using rhbmp-2/acs, depuy 12 mm cage, synthes plate and synthes screws.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2004 lumbar MRI shows evidence of previous l5 alif with peek spacer and anterior plate. This appears at a level with spondylolisthesis of an isthmic type grade one. Axial views show no central stenosis as would be expected. Foraminal stenosis is still present on one side. I cannot verify which side is stenotic but based upon the nomenclature it appears to be the right. (B)(6) 2005 lumbar x-ray single lateral interoperative showing k wires or beveled needles at l5 and s1. Anterior plate remains visible spanning l5/s1. (B)(6) 2005 lumbar x-rays needles/k wires have been removed and no posterior instrumentation is evident. Anterior quad plate and screws remains in place. No other pathology or issues are evident. Lumbar lordosis is well maintained. No scoliosis is evident.(B)(6) 2005 lumbar MRI shows evidence of previous l5 alif with peek spacer and anterior plate. This appears at a level with spondylolisthesis of an isthmic type grade one. Axial views show no central stenosis as would be expected. Foraminal stenosis is still present on one side. I cannot verify which side is stenotic but based upon the nomenclature it appears to be the right. (B)(6) 2005 lumbar CT again seen is the anterior quad plate with screws. Fusion now appears solid across l5. The pars defects are clearly seen on this study along with thickened and enlarged posterior elements. Bridging bone is not appreciated posteriorly. No clear stenosis is seen. 3d reconstruction does not appear to add additional information. (B)(6) 2005 chest x-ray gross under inflation is seen. The diaphragm can be seen but the lower lung fields are under penetrated. Cardiac shadow is not enlarged. Hilar markings are prominent. No infiltrates are clearly seen. Bony anatomy is intact (B)(6) 2005 lumbar portable x-ray gross under inflation is suggested. The diaphragm can be seen. Cardiac shadow is not enlarged. Hilar markings are prominent. No infiltrates are clearly seen. Bony anatomy is intact. (B)(6) 2005 lumbar x-rays single inter operative lateral with retractor in place posteriorly with murphey ball probe in the vicinity of the s1 pedicle and lower screws of the quad plate. Subsequent full lumbar series shows plate, screws and spacer in place at l5/s1. Cannot verify solid arthrodesis from these films. (B)(6) 2005 lumbar MRI shows evidence of previous l5 alif with peek spacer and anterior plate. The grade one, isthmic spondylolisthesis is unchanged from the study of april 5. Axial views show no central stenosis as would be expected. Foraminal stenosis is still present on one side. I cannot verify which side is stenotic but based upon the nomenclature it appears to be the right. (B)(6) 2006 cervical MRI sagittal t2 images show disc space collapse most profound at c5/6 with some posterior beaking. The cervical spine has lost lordosis due to widespread disc disease. The cord has no increased signal in sagittal films, but is seen indented in midline at this level. Axial views show this to be most profound on the left with a small hnp just medial to the uncovertebral joint. (B)(6) 2006 sinus x-rays no comment (B)(6) 2006 lumbar MRI minimal interval change from previous studies noted above. There appears to be bridging bone now through the area of the spacer, but this is obscured by artifact and would be better seen on CT. (B)(6) 2006 lumbar CT there appears to be bridging bone now across the l5 disc space within the l5 spacer. There has been no migration of implants. No stenosis is evident. Artifact still obscures good view of the disc space. (B)(6) 2007 lumbar CT there appears to be bridging bone now across the l5 disc space within the l5 spacer. There has been no migration of implants. No stenosis is evident. Artifact still obscures good view of the disc space. Sagittal reconstructions show good consolidation of fusion bone within the l5 disc space. (B)(6) 2007 lumbar MRI no interval change is appreciated in this MRI over others in the last few years. Construct remains in place. No stenosis is seen and fusion appears complete. (B)(6) 2007 lumbar portable x-ray lateral x-ray is seen spot at l5. There is a penfeld 4 probe at about the level of the posterior aspect of the lower l5 endplate. (B)(6) 2008 pelvis and left hip films show no pathology. Joint space appears maintained. Due to soft tissue overlap osteonecrosis cannot be verified. (B)(6) 2009 lumbar x-ray series is limited by the patient¿s obesity. The anterior plate remains in place. Bony anatomy at the l5 level is not clear due to under penetration. (B)(6) 2009 lumbar CT post myelogram shows a widely patent canal at l5 without stenosis. Fusion appears solid. (B)(6) 2009 lumbar myelogram shows solid appearing fusion at l5 with alif instrumentation in place. Dye column appears intact without external indentation. Several fluoroscopic views show needle placement. At l5/s1 (B)(6) 2009 dexa scan no comment (B)(6) 2010 rib detail again underpenetrated, looking at the right rib cage as well as several shots of the lower floating ribs. No evidence of pneumothorax, rib fracture is seen.(B)(6) 2011 chest x-rays normal study cervical plate is now seen at c5/6. (B)(6) 2011 3 views knee very slight joint space narrowing is appreciated medially. Otherwise normal study. (B)(6) 2011 knee MRI appears to show intact pcl, acl and menisci. Tnere is some increased signal within the anterior horn of the lateral meniscus, but this does not surface as a frank tear. Small bursal enlargement is seen postero-medially consistent with a small baker¿s cyst. (B)(6) 2013 cervical x-rays there has been interval acdf at c6/7 below the previous plate. The plate remains in place however a medtronic prevail now sits at c6/7 in satisfactory position.

Manufacturer narrative:
.

Event description:
It was reported that 2004: the patient underwent an acdf at c5-6. (B)(6)-2006: the patient presented for a CT of the lumbosacral spine with a history of intractable back and left leg pain. Impression: bilateral l5 laminectomies with anterior l5-s1 fusion; disc disease at l4-5 that causes minimal central spinal stenosis. (B)(6)-2007: the patient presented with a history of low back pain and left leg pain. The patient reports intermittent low back pain and pain in the left buttock, posterior thigh, and calf. X-rays of the lumbar spine show slight anterolisthesis of l5-s1. The cage is in place, although I do not see a significant amount of bone bridging the interspace. Impression: ongoing back pain. (B)(6)-2007: the patient presented for CT of the lumbar spine. Impression: bilateral spondylolysis at l5; there is a persistent 5 mm anterolisthesis of l5-s1; hypertrophic facet joint arthropathy at l4-5; minor disc bulge posteriorly at l3-4 without evidence of significant impact upon the canal. Similar findings likely also present at l4-5 without evidence of focal disc herniation or spinal stenosis. (B)(6)-2007: the patient presented for follow up of her pain management. Exam found forward bending causes piriformis pain. Walking on her heels also causes buttock pain on the left. The patient can reach below her knees before complaining of buttock pain and 5 to 10 degrees of extension before having low back pain. Assessment: pyriformis syndrome; post laminectomy syndrome, with radicular symptoms in left lower extremity; emg evidence of chronic left s1 and l5 radiculopathy. (B)(6)-2007: the patient presented with some weakness in her ehl and tibialis anterior on the left side. Imaging studies show she does have some foraminal stenosis, both sides, secondary to the anterolisthesis of l5 on s1. There seems to be some compression of the nerve root between the disc material and the pedicle, and because of the slip, there does seem to be some neural compression. This does appear to be solidly fused. (B)(6)-2007: the patient presented with l5 radiculopathy on the left side. It is present in the buttock, outer aspect of her thigh, outer aspect of her leg, worse with activities and walking. Examination found the patient does have some limited ability to ambulate on her toes on the left side. With full force resistance, she does have some slight weakness to her ankle dorsiflexors on the left compared to the right. Impression: ongoing l5 radiculopathy. It appears there may be some nerve compression. (B)(6)-2007: the patient presented with lumbar stenosis; lumbar radiculopathy, l5-s1 left sided; isthmic spondylolisthesis; previous lumbar fusion l5-s1. The patient underwent the following procedures: par lateral decompression l5-s1 left sided; revision laminectomy l5; revision laminectomy s1; use of operative microscope; fluoroscopy with interpretation; revision decompression l5-s1; partial laminectomy at l4; decompression l4-5 left sided; partial facetectomy, left sided l4-5; undercutting facetectomy l5-s1, left sided. Per the op notes, at l5-s1, a significant amount of bone was noted out in the neural foramen compressing the l5 nerve root. No complications were reported. (B)(6)-2007: the patient presented with some mild buttock pain, some mild low back pain. Her wound is healing nicely. There is a small eschar on the midaspect of the wound, but no signs or symptoms of infection. (B)(6)-2007: the patient presented with some minor low back pain. Impression: the patient is doing well, status post lumbar decompression revision with resolution of her radicular symptoms. (B)(6)-2009: the patient presented for x-rays of the lumbar spine with a history of lower back pain with right leg radiculopathy and a history of fusion surgery. Impression: grade 1 anterolisthesis of l5 upon s1, stable. (B)(6)-2009: the patient presented with complaints of low back pain, running into the right leg. These symptoms are now becoming problematic with standing, walking, and being on her feet for a long period of time. The patient underwent x-rays that show the bone graft seemed to have gone on to a solid interbody consolidation with incorporation at l5-s1. Impression: ongoing low back pain and severe leg pain. (B)(6)-2009: the patient presented for a lumbar myelogram and a history low back pain and radiculopathy. Findings: contrast is noted within the lumbar thecal sac. No definite significant stenosis. Compared to (B)(6)-2009, grade 1 l5 anterolisthesis persists. Impression: stable grade 1 l5 anterolisthesis. (B)(6)-2009: the patient presented with complaints of right sided buttock and posterolateral thigh leg pain. CT myelogram shows an interbody consolidation is now formed at l5-s1. There is some disk bulging and calcified disks extending posteriorly, which may impinge upon the l5 neural foramen. Impression: ongoing back and intermittent leg pain; some foraminal compression. (B)(6)-2010: the patient presented after hearing a popping sound in her neck and some neck and shoulder pain but without radiation into upper extremities. The patient has occasional numbness in her hands, particularly on the right. Examination finds she does have some numbness and tingling in the median nerve distribution of the hand but grossly neurologically intact. X-ray reveals a previous c4-5 fusion which is totally intact. Solid fusion. The discs above and below appear to be relatively well maintained. There is some degeneration of the discs just above this. Impression: neck pain, hearing a popping sensation, although no instability or concerns for healing. (B)(6)-2011: the patient presented for MRI of left knee and a history of knee pain. Impression: moderate sized joint effusion with mild synovitis. Grade ii to ii patellar chondromalacia and grade 4 central trochlear chondromalacia; moderate cartilage thinning in the medial compartment with small chondral flap; no meniscal tear. (B)(6)-2011: the patient presented with a pre-operative diagnosis of lumbar ddd and lumbar radiculopathy. The patient underwent a right l5-s1 transforaminal epidural steroid injection/selective nerve root block using fluoroscopic guidance and conscious sedation. No complications were noted. (B)(6)-2011: the patient presented with left knee pain with swelling. She has symptoms of limping, numbness, and popping. Assessment: left knee pain with early degenerative changes. (B)(6)-2012: the patient presented with sacroiliitis and sciatica. The patient underwent a left intra-articular sacroiliac joint steroid injection using fluoroscopic guidance and conscious sedation. The patient also underwent a left piriformis/sciatic nerve steroid injection using fluoroscopic guidance and conscious sedation. No complications were noted. (B)(6)-2012: the patient presented with sacroiliitis, lumbar spondylosis and radiculitis. The patient underwent a left sacroiliac joint steroid injection using fluoroscopic guidance and conscious sedation and a left piriformis/sciatic nerve injection using fluoroscopic guidance and conscious sedation. No complications were noted. (B)(6)-2013: the patient presented for MRI of the cervical spine with a history of right upper extremity radiculitis. Impression: the worst level currently is c6-7 with right para-central disc protrusion producing foraminal and slight lateral recess stenosis. This would be affecting the right c7 nerve which should be correlated with clinical symptoms. (B)(6)-2013: the patient presented with post-laminectomy syndrome status post c5-6 anterior cervical discectomy and fusion and right c7 radiculopathy. The patient underwent a right c7-t1 interlaminar epidural steroid injection. Vas score changed from 8 to 6. (B)(6)-2013: the patient presented for referral to surgeon for bulging disc in neck and right arm is very sore. Has tried injections with no help. Assessment: cervicalgia (B)(6)-2013: the patient presented with pain and numbness in right arm. X-rays and MRI's do highlight a large disc herniation at the c6-7 level on the right side causing some lateral recess encroachment and compression of the exiting c7 nerve root. Impression: cervical radiculopathy. (B)(6)-2013: the patient presented for emg and ncv with a history of mid neck pain and right arm pain, numbness and tingling, and bilateral carpal tunnel releases. Ncv findings: the right median anti sensory showed increased latency. The right median anti sensory to the thumb showed minimal increased latency. Emg findings: no abnormalities. Conclusion: minimal right median nerve compression neuropathy at the wrist in a post carpal tunnel release patient. (B)(6)-2013: the patient presented with ongoing neck pain, neck stiffness, pertrapezial, parascapular pain, pain in the outer arm, and dorsoradial forearm. The patient underwent an emg that showed mild chronic carpal tunnel. No cervical radiculopathy is appreciated. Impression: cervicalgia and cervical radiculopathy. MRI shows a disc bulge at the c6-7 level causing some lateral recess encroachment and encroachment of the exiting c7 nerve root. (B)(6)-2013: the patient presented with a history of right c5-6 anterior cervical discectomy and fusion and right c7 radiculopathy. The patient underwent a right c6-7 transforaminal epidural steroid injection/ c7 spinal nerve root block. No complications were noted. (B)(6)-2013: the patient presented for follow up after esi's the patient states she gets ache in the neck and down the right arm. She has tingling in the right forearm and at times into all of the right arm. Exam finds the patient does have decreased sensation throughout all of the right upper extremity. In the cervical spine, the patient has decreased range of motion in all directions of the cervical spine with pains. Cervical x-rays and MRI show the patient has evidence of disc bulging at c6-7 with some lateral recess encroachment and some neuroforaminal stenosis. (B)(6)-2013: the patient reported with neck pains and right upper extremity complaints. She has had a previous fusion acdf at c5-6. She has disk changes below the fusion at c6-7. The patient has pains at the right upper extremity and in the neck to the right scapular region. She has some numbness and tingling through the fingers on the right forearm and numbness and tingling in the fingers of the right hand. Her right upper arm aches. She has increased pains with neck motion. Exam finds the patient does have decreased sensation throughout all of the right upper extremity. In the cervical spine, the patient has decreased range of motion in all directions of the cervical spine with pains. Cervical x-rays and MRI show the patient has evidence of disc bulging at c6-7 with some lateral recess encroachment and some neuroforaminal stenosis. Assessment: cervical radiculopathy. (B)(6)-2013: the patient presented with cervical radiculopathy, cervicalgia, cervical stenosis, and failure to respond to conservative management. The patient underwent the following procedures: 1. Partial corpectomy c6 and c7; 2. Interbody cage placement, c6-7; 3. Anterior spinal fusion and fixation c6-7; 4. Use of intraoperative microscope. Per the op notes, at c6-7, a significant amount of bone had to be removed at each level in order to thoroughly decompress the canal and open up the disk space. At least a third of each vertebral body was removed. A large herniation was encountered both centrally behind the c6-7 disk space as well as laterally extending into the c7 neural foramen. A 7mm cage was placed in the disc space. Once the cage was placed, screws were placed in order to affix the cage in place. Osteobiologic material was placed into the cage just before it was placed in order to help enhance the anterior spinal fusion. No complications were noted. (B)(6)-2013: the patient reported post op with some neck spasms and discomfort at her incision area of her neck. X-rays show instrumentation is in good position and well fixed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic imaging found as follows: on (B)(6) 2004 lumbar MRI showing l5/s1 construct in appropriate position. No disc problems are seen above this and no stenosis is verified. Axial views show excellent placement of cages without central canal or foraminal stenosis at the operative level. On (B)(6) 2005 cross table lateral lumbar x-ray showing two needles over the l4/5 and l5/s1 facet areas. Position of non lt cage and anterior pyramid plate appear optimal. On (B)(6) 2005 ap and lateral lumbar x-rays show construct unchanged and in satisfactory position at l5/s1 anteriorly. On (B)(6) 2005 MRI lumbar shows construct in place at l5/s1. No stenosis centrally or in the foramen is seen. Screws and spacers do not penetrate into the canal. On (B)(6) 2005 lumbar CT shows construct well on axial views. Screws do not penetrate the vertebral bodies anterior to posterior and the cage appears to be in excellent position with solid bone within. No foraminal or central stenosis is apparent on these views. On (B)(6) 2005 chest x-ray shows poor inspiration otherwise no pathology (B)(6) 2005 spot lateral lumbar x-ray taken inter-operatively shows retractor blades and freer elevator along the course of the l5 root. Plate is in good position across l5/s1 (B)(6) 2005 multiple ¿rays of thoracolumbar spine show the l5/s1 construct without evidence of complications. Fusion appears solid.

Manufacturer narrative:
(B)(4).

Event description:
Preop diagnosis spondylolysis, spondylolisthesis, l5-s1 ddd with dominant back pain. It was reported that on (B)(6) 2004 the patient underwent an alif at l5 s1 with anterior plating and interbody cage, as well as "infusible morphogenic proten l5-s1". Patient was opened and disc space was prepared and sized, and after irrigation of the disc space, the cage was inserted. Prior to being inserted, it was reported that the cage had been "stuffed" with size small infuse sponges. The cage was impacted using a standard technique. On (B)(6) 2004 patient presents with complaints of pain radiating down her leg post-op patient was given demerol and discharged. On (B)(6) 2004 patient presents for a pa and lateral lumbar of the spine which reveals metallic plate and screws present across the l5-s1 level. Alignment of the posterior aspect of l5 in relation to s1 appears similar to 07/01/2004 a grade 1/2 spondylolisthesis, spina bifida occulta noted at l5 and anterior vertebral disc spacer at l5-s1. On (B)(6) 2004 patient presents to the hospital with c/o severe low back pain following bending over to put some groceries away, with left radiculopathy symptoms. Per medical record patient underwent a selective nerve root block at the l5 level along with MRI of the spine which revealed post-op changes with no evidence of hardware failure or new disc herniation. Patient admitted to hospital for pain control. On (B)(6) 2004 patient presented for MRI of the lumbar spine without contrast emergency study which reveal post-op changes at l5-s1 with anterior fusion some of the bone adjacent to the screws enhances in the l5 and s1 vertebral bodies. No evidence of recurrent disc protrusion is identified, nerve root compression or specific evidence of infection. On (B)(6) 2005 patient underwent laminectomy on the left with foraminotomy, and decompression and exploration of the l5-s1 nerve roots on the left, utilization of the operating microscope and interpretation of intraoperative x-rays. Lateral film of the lumbar spine findings indicate two needles in place, one at the l4-l5 interspinous space and one over the dorsal aspect of the s1 canal. On (B)(6) 2005 patient presents to the office with c/o back spasms that are located in the middle of her back and radiates to her left leg and occasionally to the foot. On (B)(6) 2005 patient presented for 2 view of the lumbar spine post-op status interbody fusion at l5-s1 which indicated a preserved stature and intact orthopedic hardware. On (B)(6) 2005 patient presented to the emergency department with c/o low back pain. Per medical record pain is located in left buttock and sacral area and radiates down the left leg to the calf and occasionally to the foot. Per medical record patient received anti-inflammatories and muscle relaxants including robaxin and toradol. During the course of the patient&#38112;emergency department course she did report significant improvement of pain but without resolution.